Event description:
A physician reported a pt who was originally skin tested on 3/1/99 with negative results. On 3/15/99, the pt was treated in the upper and lower vermilion borders. On 3/19/99, the pt was examined and the physician noted there was a "white" lumpiness at the treatment sites - (onset date - unk). The pt denied erythema, itching, and flakiness. The physician told the pt to continue to massage the area. On 3/22/99, the pt was examined; the physician again noted "white" bumpiness in one upper and lower vermillion borders. The physician performed a needle aspiration of the collagen. The physician believed this was "beading" of the collagen material. No further medical or surgical intervention was planned.